Event description:
A report was received that after setting the device for an exposure, the operator noticed that the source did not proceed to the end of the catheter. Instead it stopped 40cm before the end of the catheter and began to "treat". The event occurred during a test and no pt was involved.